Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no defects in the fiber body. Microscope inspection found a distorted light exiting the connector face, indicating an internal connector fracture. Functional test found that the aiming beam was dim. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Also, noted that applicator has been used 4 times. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on the information available, a conclusion code of cause traced to component failure was assigned, indicating that an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the lithotripsy procedure, the fiber stalled mid procedure and failed to fragment the stone further. The procedure was completed with another of the same device. There was no patient complications. Analysis of the returned device identified a fractured connector.